Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer's blood glucose level was 595 mg/dl. Reportedly, customer went to the emergency room to address their high bg. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.